Manufacturer narrative:
(B) (4): analysis - the product was not returned for analysis, however, the physician acknowledged cutting the suture that held the holder in place. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The clinical observation could not be confirmed as the product was not returned for analysis.

Event description:
Medtronic received info that the white portion of the holder separated from the blue holder. It was reported that white part pushed all the way through, but was able to be retrieved with no adverse affects to the pt.